Event description:
It was reported that a post implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. Upon review of the electrogram (egm), technical services (ts) observed that there was a signal artifact monitor (sam) episode. Further review of the sam episode showed that the respiratory rate trend (rrt) noise signal was being oversensed due to high out of range impedances on the right atrial (ra) channel. It was noted that the crt-d system had no right atrial (ra) lead connection as the lead was not implanted. The device ra lead port was plugged by the physician during implant. Ts discussed troubleshooting and programming optimization options with the physician. At this time, the crt-d remains in service. No additional adverse patient effects were reported. Subsequent additional information was received from the field representative that reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The system was successfully removed and replaced with a new device system. No additional adverse patient effects were reported.